Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (269 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer is using the same settings that were used on previous non tandem pump, and is working with her health care professional on adjusting the settings. Cartridge and infusion set are changed every 3 days.